Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The u28 ic chip that houses the dallas smartwatch battery was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed chip and observed that the ic internal coin cells were depleted to .23 volts, and they could not power the ic circuitry.

Event description:
It was reported by the customer's biomed that when energy selection is chosen and when the device is charged, the unit displays an "energy fault" message. It was also indicated that the device looses the calibration whenever it is powered off. There were no reports of patient use associated with the reported failure.